Event description:
The following has been reported: 8/29 biomed reported: "ivenix pump that requires service. The device alarms immediately, and the motor sounds very abnormal. The smaller pins will not move. Serial # (B)(6)." 8/29 biomed reported: no patients were involved in this error. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarm. Log files indicated mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and error did not occur at recharge test. Air compressor will be removed and replaced during repair process. No other damage found.